Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead dislodged four days after implant. It was noted that right after the implant procedure the patient was immediately standing up and pulled from the arms. Surgical intervention was performed due to lead dislodgement. The physician successfully replaced the left ventricular (lv) lead and the right ventricular and atrial leads were repositioned. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.